Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2018 with the following findings:.during investigation, the original complaint was unable to be duplicated. The black box indicates that user was trying to deliver more insulin through bolus button than remaining insulin. Opened pump. No evidence of the moisture inside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.